Event description:
The event is reported as: complainant called to report that the staff went to use the applier and the clip didn't fire. They used another applier without any problems and the pt is fine. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.